Event description:
Per the clinic, the device was explanted on march 09, 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced no sound due to the electrode migration. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.